Event description:
The catheter broke underneath oval disk. The catheter was successfully removed with fingers. Site prepped with 2% chlorhexidine and allowed to dry for 30 seconds. Catheter secure with transparent dressing at insertion site. Same procedure used for insertion prep and dressing change. The 3three ml saline pre-filled syringe used to flush. Medication infused with 3cc syringe via extension set attached to positive flow valve on PICC line.

Manufacturer narrative:
Rep samples were received for the investigation on 16 january 2009. Upon completion of the investigation, a supplemental report will be submitted. On (B) (6) 2009, a clinician from our medical affairs group visited the hospital to obtain additional information. The securement procedure was reviewed and the devices appeared to be secured in an appropriate manner by standard procedure. The nurses reported the catheters were "not manipulated", however, it is clear that due to patient movement, either initiated by the patient or by staff/parent, or due to other elements within the patient are (such as other tubing, wires, cables, bedding, clothing, etc.) There is some potential for manipulation of the catheter site. A total of 20 reports of the PICC line breaking were reported by the hospital. The MDR access numbers are: 1710034-2009-00001, 1710034-2009-00002,1710034-2009-00003,1710034-2009-00004,1710034-2009-00005,1710034-2009-00006,1710034-2009-00007,1710034-2009-00008,1710034-2009-00009, 1710034-2009-00010, 1710034-2009-00011, 1710034-2009-00012, 1710034-2009-00013, 1710034-2009-00014, 1710034-2009-00015, 1710034-2009-00016, 1710034-2009-00018, 1710034-2009-00019, 1710034-2009-00020. (B) (4)